Event description:
First use on (B)(6) 2011, red peeling rash that persisted for one and a half weeks. Used again 3 weeks later with girlfriend and both experienced red peeling rashes. Contacted manufacturer and was dismissed and accused of lying. User could not find an expiration date on bottle.